Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the issue "water feeding though the instrument channel was weak or ineffective" occurred before the procedure.

Manufacturer narrative:
The malfunction initially reported by the customer was not confirmed. A technical evaluation was completed in accordance to the specifications and the results did not show any problems with feeding liquid through the instrument channel. There were few additional findings. The adhesive of the bending section cover was discoloured. The key top 3 was damaged. The universal cord was buckled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the water feeding through the instrument channel of the gastrointestinal videoscope was weak or ineffective. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with white crystalline material which seemed to be cleaning agent residue. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.